Manufacturer narrative:
Unit received with stripped battery cap coin slot. No cosmetic damage noted.

Event description:
It was reported that battery cap could not be removed. Customer's blood glucose was 400 mg/dl earlier that morning. High blood glucose was treated with manual injection. Attempts to remove the battery cap with a coin and screwdriver were unsuccessful. Insulin pump would be replaced.